Manufacturer narrative:
The device history record for the lot number, aa4272d19, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The balloon inflation port was examined. There was no visible damage or defect noted. The black plunger was in place. It actuated when depressed. The balloon was filled with 10cc methylene blue and was placed on a blotter. After a few seconds, blue liquid was seen on the white blotter, next to the balloon inflation port (bip). The bip slowly filled with the liquid. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
A report was received from (B)(6) stating the surgeon reported that after the gastrostomy surgery the patient developed peritonitis. The patient developed peritonitis after placement of the tube. The enteral feeding tube was placed after gastrostomy using purse string sutures at two points, which is the method surgeon routinely use for this procedure. After the patient developed peritonitis, surgery was performed 7-days post initial placement to remove the tube, a new enteral feeding tube was not inserted. The surgeon evaluated the removed tube and found that the balloon valve was leaking, and the surgeon believes this contributed to the patient's peritonitis.